Event description:
Additional information received: we apologize we didn¿t save the malfunction product due to contamination. So far we haven¿t had any more incident since that one time. Thank you for your follow up.

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2305311 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Functional testing was performed, connecting the injector to a sample syringe, protector and vial according to the instructions for use. In all cases the product functioned properly, and no issues were observed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 515052. Lot#: (B)(6). It was reported by the customer that our tech was making a dose and the spring in the phaseal n-35 came off. Verbatim: rcc received a complaint via email. Email(s) attached. Our tech was making a dose and the spring in the phaseal n-35 came off. Not sure if this is a one-off thing but just wanted to report it. Lot # 2305311 exp 10/31/25. Exposure to hazardous drug. Product number: 515052. Lot/serial number: (B)(6).